Event description:
A complaint was received from a customer that reported that not all of the display is visible. He states that the display looks like there is "mercury" in it. While on the phone review the system was conducted. It was learned that only one element of the hundreds unit was visible and the tens unit was very blurry. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.